Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with amikacin injection (1gm, once daily, ongoing), ceftazidime injection (1gm, once daily, ongoing) and heparin injection (1000 iu, once daily, for five days) for peritonitis. At the time of this report, the patient has recovered from abdominal pain and was recovering from peritonitis and cloudy fluid. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.